Manufacturer narrative:
(B)(4). Medical devices: unknown, unknown 44 magnum cup, unknown , unknown, unknown m2a 38 stem, unknown . Report source, foreign ¿ events occurred in (B)(4). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10046.

Event description:
It was reported that the patient's left hip was revised approximately six years post-implantation due to pain, elevated metal ion levels, metal poisoning, and metallosis. Fluid with gray-tinted tissues were seen during the revision surgery. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products - taperloc stem. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a revision procedure on due to patient allegations of pain, elevated metal ion levels, metal poisoning, metallosis. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Primary op notes show the cup was impacted in the appropriate orientation and fit very well with good stability. Hip was reduced successfully was found to be stable at all extremes of range of motion. The medical intervention notes 3 months prior to the revision surgery shows the patient had a surgery that released left iliotibial band, processed debridement trochanteric bursa, and aspiration of joint fluid and irrigation. Revision op notes show the patient was revised due to metallosis and elevated metal ion levels. Gray-tinted tissues was found, all metallic debris tissue was removed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item number: 11-173662, item name: m2a mod head, lot number: 362580; item number: 103204, item name: taperloc por fmrl, item lot: 391720.

Event description:
It was reported patient underwent left hip revision approximately 6 years post-implantation due to metallosis, elevated ion levels, and pain. During the procedure, a "large" amount of fluid, gray-tinted tissues and atrophied abductors were noted. It was also noted that the cup was well-fixed but had to be removed as it was not in an optimal position.